Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 1 of 5 on the homechoice machine(hc). The home patient(hp) stated they had a clamp open on an unused line. The technical service representative(tsr) advised the hp to set up again and call back for assistance. The hp was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated he is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed. The root cause was identified as the patient having a clamp open on an unused supply line during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.